Event description:
This female patient had a hemovac drain in place following a total should arthroplasty. While the physician was attempting to remove the hemovac drain, the tubing snappedand broke, leaving a portion of the drain in the patient. The physician attempted to remove the drain under local anesthesia but was unable to grasp and remove it. The patient will be having surgery in the future on the other shoulder and at that time the remaining portion of drain will also be retrieved under general general anesthesia and the drain will then be forwarded to the manufacturer.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.